Event description:
The user is questioning the functionality of the device during a patient use event. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). Method: the user contacted the help desk regarding device behavior. Conclusion: there was no fault found with the device. The user misunderstood device functionality during deployment and was educated on device functionality.